Manufacturer narrative:
This report is for an unknown nails: pfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: karapinar, l., turgut, a., kumbaraci, m., and koca, a. (2021), evaluation of the quadrants of femoral neck-head in the cephalomedullary fixation of intertrochanteric fractures with a helical blade: is inferior posterior quadrant also safe? A clinical study, joint diseases and related surgery, vol. 32 (1), pages 93-100 (turkey). The aim of this retrospective study is to investigate the positioning of the helical blade to prevent mechanical complications in surgically fixed intertrochanteric fractures (itfs). Between january 2009 to january 2017, a total of 392 patients (158 males and 234 females) with a mean age of 75.5±13.4 (range, 20 to 101 years) were included in the study. Surgery was performed using proximal femoral nail anti-rotation (pfna) (pfna; synthes® oberdorf, switzerland). The mean follow-up period was unknown. The following complications were reported as follows: 19 patients had cut-out complications. In 65 patients, reductions were evaluated as in varus position (cda below than 130°). 56 patients had poor reductions. This report is for an unknown synthes pfna constructs and unknown synthes pfna blade.